Event description:
It was reported that a user restarted ilet therapy after several days off the pump due to unavailable sensors, initiated a new fsl3+ sensor with a warmup period, and observed ¿dosing stopped¿ while being guided through a supply change; a fingerstick entered into the pump showed a blood glucose of 426 mg/dl, and bg run mode use was reviewed. Customer care provided support that included troubleshooting and education on pump operation, with plans for follow-up to confirm glucose trend. Investigation of this case revealed hyperglycemia of unclear cause while the sensor was warming up and dosing was stopped, with no device malfunction confirmed. Symptoms included lethargy, nausea, and headache. Outcomes included hyperglycemia without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.